Manufacturer narrative:
Upon receiving additional information on the reported event, it was determined to be not reportable as x-rays show that hinge post extension had dislocated and this device is not involved.

Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products - rhk nexgen femoral component # 00588001602, lot # 62144828. Nexgen all poly patella # 00597206535, lot # 62278930. Nexgen articular surface # 00588006023, lot # 62016731. Distal femoral augment block # 00599003620, lot # 61774514. Prc agmt block post #00599003601*op9450, lot # 61762287. Prc agmt block post # 00599003601*op9450, lot # 61785712. Tibial block and screws # 00598800627, lot # 61546254. Tibial block and screws # 00598800626, lot # 61006137. (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-08023, 0002648920-2017-00723 and 0001822565-2016-02901. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient was being scheduled for a revision procedure due to implant collapse. However, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.